Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted lifescan in (B)(4) alleging the meter was displaying an error 1 message. There was no indication that the product caused or contributed to an adverse event. However this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Additional information obtained on (B)(4) 2013. Upon further investigation of the information received from the customer, it is unclear which error the customer received while using the meter. Customer service documented an error 1 issue, but that is not confirmed so this should be an unknown error. Attempts have been made to contact the customer to clarify, but those attempts have not been successful. Customer service will continue to follow-up with the customer. If we are able to obtain further information from the customer, or if the meter is returned, lifescan will provide additional information through a supplemental report.